Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, prime test, excessive no delivery test, and displacement test. The unit was tested with a water fill test reservoir and no bubbles were noted. No cosmetic damage was noted as well. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she programmed her replacement insulin pump and would like to review the device because her blood glucose levels were above 500 mg/dl. Her blood glucose at the time of incident was 300 mg/dl. She states that when her blood glucose was at 300 mg/dl she treated it with manual insulin injections and turned her pump off for three hours. When she turned the pump back on her blood glucose value was 479 mg/dl. Troubleshooting was initiated for high blood glucose values and to inspect the insulin pump. The device failed the high pressure test; no insulin exiting the end of the tubing but the pump did not alarm with no delivery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.